Event description:
It was reported that patient underwent bilateral knee procedure on (B)(6) 2011. Revision procedure was performed to the right side on (B)(6) 2013 due to arthrofibrosis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.